Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented through merlin.net transmission, low p-waves on right atrial lead was observed. Chest x-ray was performed and atrial lead dislodgement was noted. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.